Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02/03/2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive to user input. The keypad cover was removed to find no defects to the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No moisture was found internally. The complaint of an under responsive ok button was unable to be duplicated. (B)(4).